Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with the bd vacutainer® k2 edta (k2e) plus blood collection tubes, there was an issue with clotting. The following information was provided by the initial reporter, translated from japanese: according to the customer's report, blood corpuscles are unable to be measured due to platelet clumping. A facility reported that the ratio of occurrence increased to twice that from feb (from 0.1% to more than 0.2%). This increase started before the customer began using the current lot 2292064 in april. The customer changed the device from sysmex xe to xr in early jan.

Event description:
It was reported that during use with the bd vacutainer® k2 edta (k2e) plus blood collection tubes, there was an issue with clotting. The following information was provided by the initial reporter, translated from japanese: according to the customer's report, blood corpuscles are unable to be measured due to platelet clumping. (B)(4). This increase started before the customer began using the current lot 2292064 in april. The customer changed the device from sysmex xe to xr in early (B)(6).

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, retention samples from bd inventory were visually inspected with no issues identified. Complaints for sample quality are under statistical control for the month of (B)(6) 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for platelet clumping. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended.